Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed that cleaner reagent was leaking from the probe collar exclusively during the last stages of shutdown. The fse stated that the wash collar was slightly high and was not allowing cleaner to be pulled into the vacuum port properly. The fse replaced the aspirate probe and aligned the probe wash collar to resolve the issue. The fse also replaced the nrbc (nucleated red blood cell) mix chamber as a preventative measure since fluid had been dripping on the chamber. No further leaks were observed and repair was verified per established procedures. Results: failure mode of the leak is attributed to a misaligned wash collar. (B)(4).

Event description:
The customer reported a clenz leak which was dripping from the differential chamber and aspiration probe of the unicel dxh 800 coulter cellular analysis system. The customer indicated that approximately 20 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The instrument did not generate any error messages during this event.